Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 175 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.